Manufacturer narrative:
Initial and final MDR 1900936 - MDR 3003442380-2024-12041 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced similar adhesive events with five infusion sets that fell off during use after being used for approximately 24 hours. Patient confirmed use of skin tac as adhesive aid. The patient replaced infusion set and resumed insulin successfully. No further information available.